Manufacturer narrative:
Manufacture reference number: (B)(4) patient code: (B)(4). (Patient experienced stricture with dilation)

Event description:
According to the reporter, a patient experienced stricture requiring dilation eight weeks after the initial procedure. The patient also experienced pain while swallowing. This was treated with esoxx one and ppi. After the patient received dilation, he was feeling better. Per the account, the device worked properly during the procedure. No other known adverse events were reported.